Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced chest pain with a pericardial effusion. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted (B)(6) 2024. The patient reported that the routine 45-day transesophageal echocardiography (tee) was good, and their cardiologist placed them on an antiarrhythmic medication (flecainide) to suppress their atrial fibrillation. The patient reported that in the beginning of (B)(6), they were in persistent (constant) mild atrial fibrillation. In early (B)(6) 2024, the patient reported experiencing severe chest pain and was admitted to the hospital for five (5) days with unexplained pericardial effusion. The patient reported that their physician stated it may or may have not been related to the watchman procedure. The patient was back in the hospital three weeks later with pneumonia. In (B)(6), the patient reported having a cardioversion to try to restore normal rhythm. On (B)(6) 2025, the patient reported a recurrence of persistent mild atrial fibrillation. The patient stated they are feeling fine and taking 300mg of antiarrhythmic medication (flecainide) daily. Despite good faith effort attempts, no further information was provided.

Manufacturer narrative:
B3 date of event: aware date estimated as 10/01/2024 as the event was reported to have occurred in october after implant date of (B)(6) 2024. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted g4: premarket / 510(k)# is blank because the device type is unknown.